Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 on (B)(6) 2025, patient reported a product quality issue he experienced with the syringe that occurred on (B)(6) 2025. Patient reported that he experienced having bubbles in the syringe. Patient is noticing this air bubbles towards the end of the infusion, early morning when he wakes up. He stated that there was little bubbles that accumulated in the syringe and since he's sleeping on his back while the syringe was facing up, bubbles are forming, enough air bubbles that would push through the line into his stomach and whenever he's removing the cannula, air is coming out of the insertion site. Patient mentioned that on (B)(6) 2025, he was not absorbing the medication so the medication was pooling at the infusion site that caused burning.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.